Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to remove the battery cap from the insulin pump. Customer's blood glucose level was 42 mg/dl. She treated her blood glucose level with orange juice. Troubleshooting was declined. The device was not returned.